Event description:
It was reported that the ilet pump became unresponsive to touch input, and a replacement device was shipped while the original unit was requested for return; the user was instructed on shutdown, informed that data would not transfer to the replacement, and advised to continue diabetes management with insulin pens and to use cgm via the dexcom app or receiver. Symptoms included no adverse clinical effects, with a reported blood glucose of 147 mg/dl and no alarms or alerts. Outcomes included no injury, no emergency treatment, and no hospitalization. Investigation included remote customer support assessment and logistics review for device replacement and return, with data sync to the mobile app prior to return. Investigation of this case revealed a probable device display or touchscreen malfunction consistent with a screen unresponsive complaint, localized to the user interface component, without evidence of systemic device failure or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen interface, with user mitigation and replacement implemented.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.